Event description:
Customer called to report a cracked o-ring on the insulin pump. Customer stated that the o-ring is also coming off. Customer's blood glucose reading was 123 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery cap contact. Unit had broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window, missing end cap sticker and corroded battery tube.